Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Additionally, it was reported that the customer experienced low blood glucose (bg) of 41 mg/dl. Customer addressed bg with food and by drinking carbohydrates. The cause was unknown. Reportedly, customer believed that their brain and body were injured by this low bg and stated that they were not diagnosed by a doctor. Customer believed that going low in generally causes injury to your brain and body. Customer declined to provide further information regarding the event.